Event description:
During service, the manufacturer's field service engineer found the check valve 3 in two pieces. Separation of the valve flap from the ring body could block airflow through the gas path of the assembly. There was no patient involvement.